Event description:
A report was received regarding a memorylens which had been implanted in a patient's left eye in 2000, which lens has opacified. The doctor has since explanted the lens. The pt's visual acuity at exam was 20/30 od. It was reported by the doctor's office that the iol removal and exchange occurred without any complications or injury to the patient.